Manufacturer narrative:
The bipap a40 pro (98517599) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator not working had occurred on the device. There was no harm or injury reported. The device has been returned at third-party service center, but the evaluation has not yet begun on this device. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.